Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the backup battery was failed. A field service engineer tested the battery and found that it had no voltage, replaced it; however, after rebooting, the battery failure banner remained, then replaced the power board, and upon rebooting, the banner cleared and the battery voltage read correctly. The customer verified proper operation through the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a backup battery failure occurred. There were no delay or adverse events or injuries reported based on this event.